Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that prior to a gastric bypass procedure, when the package was opened, there was an excessive amount of lubricant on the tip and the articulation joint. The device was put aside and a new one was pulled to continue the procedure. No patient impact.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. No excessive of lubricant was noted on the join cover area. It should be noted that a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. The batch record was reviewed and no anomalies were noted during the manufacturing process.